Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was inoperable. As such, surgical intervention took place on (B)(6) 2015 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The implant was not returned for analysis; however, partial stimulation parameters were provided. The estimated device longevity (the end of life calculations) coincides within actual device duration. Based on the information received, the reported event is consistent with the implant reaching end of service. Since the device exhibited normal device characteristics, this event does not meet the reportability criteria.